Event description:
The customer reported that the ventilator shut down and alarmed during use on a pt. The customer reported there was no pt harm. The MFR's service technician contacted the customer and reported there was a diagnostic code in the ventilator log history that indicated a ventilator restart. The customer reported the restart had occurred while in operation but not while in use on a pt. The customer declined MFR's service. The customer ran extended self testing (est) and all tests passed per operating specs. The reported event could not be duplicated during testing.

Manufacturer narrative:
Na